Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient underwent a three level percutaneous spinal surgery. During surgery, the cannula broke. Fragments of the broken cannula remained in the patient's left l5 pedicle/vertebral body.